Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's contact reported there was a fluid leak encountered in association with pd treatment. Air detected in cassette warning occurred. Treatment was cancelled and fluid was found inside the cycler in the pump module area. The patient was told to let the cycler air dry. The patient started using the cycler again on1-26-2025. In a follow up, the caregiver stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler is not available to return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's contact reported there was a fluid leak encountered in association with pd treatment. Air detected in cassette warning occurred. Treatment was cancelled and fluid was found inside the cycler in the pump module area. The patient was told to let the cycler air dry. The patient started using the cycler again on (B)(6) 2025. In a follow up, the caregiver stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler is not available to return.